Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving 2000 mcg/ml of baclofen at 611.9 mcg/day via an implantable pump for intractable and other spasticity. It was reported that the patient's pump went into safe mode and reset. The patient needed a new pump. The eri (elective replacement indicator) was reported as being at 4 months. It was unknown if any environmental/external/patient factors might have contributed to the issue. The patient's managing physician referred the patient to the surgeon for an immediate replacement, with the replacement scheduled for (B)(6) 2017. No symptoms were reported and the patient's status listed as "alive-no injury". The issue was not considered resolved at the time of the report. Additional information received on 31-may-2017 reported that the patient was sent to the emergency room and then was scheduled for a pump replacement the same day, (B)(6) 2017. No further complications were reported.